Event description:
Reference number (B)(4). Event occurred in canada it was reported that the patient faced infusion set tubing detachment from the connector event on (B)(6) 2026. The blood glucose level was 342 mg/dl. The infusion set was in use for twelve hours. The patient replaced infusion sets and resumed insulin successfully. No further information available.